Event description:
It was reported that the external pulse generator would not power up, even with a new battery installed. It was noted that the situation was not able to be duplicated during follow-up testing. It was further reported that the generator needed bales and bale covers. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported device power up issue. Both bail covers and both bails are missing. Main printed circuit board found out of electrical specification. Upper and lower case halves and ring cover are broken. Battery release is contaminated. Lead flex cover is corroded. All heart wire contacts are platinated. Battery contacts are compressed and platinated. Battery drawer latch is damaged. Encoder flex is crimped.